Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nail broke. According to the patient, the nail was implanted in (B)(6). On (B)(6) 2019 a revision took place in (B)(6), during which the broken nail was removed and replaced by plates.

Manufacturer narrative:
Correction: refer to d4 - lot# the reported event could be confirmed. The device inspection revealed the following: the analysis of the breakage pattern shows a smooth surface (anterior), as well as a significantly deformed areas with material ¿rubbed shiny¿ (posterior). Secondary cracks can also be noticed. All of this proved that the nail broke first on the anterior side ( probably because of the crack introduced by the misdrilling). Following that, the two sides (proximal and distal) rubbed against each other before the posterior bridge gave in suddenly. This behavior is consistent with one of fatigue fracture. No x-rays and no patient information were returned despite multiple reminders. This results in not being able to assess the post-op surgical positionning of the device, or the patient activity level post-op. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was partially attributed to be user related. The failure was partially caused by weakening of the device by misdrilling. The fatigue of the device could also have been accelerated by an inadequate implantation of the device (inappropriate reduction of the fragments leading to a non union), an extensive use of the device by the patient, or potential additional trauma after implantation ( fall, shock...). However nothing can be confirmed without the x-rays and the patient info. If any further information is provided, the investigation report will be updated.

Event description:
The nail broke. According to the patient, the nail was implanted in great britain.on (B)(6) 2019 a revision took place in hamburg (germany), during which the broken nail was removed and replaced by plates.